Event description:
The rptr reported that a nurse clamped the device with forceps during routine device maintenance causing a hole in the device. The device, therefore, ceased to function. There were no adverse pt consequences reported.

Manufacturer narrative:
Examination of actual returned device shows marks produced by forceps that the user stated were used on the drain. Conclusion: user error caused event. The cut on the drain was most likely due to the use of forceps. The package insert states the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound.